Event description:
It was reported that the patient received inappropriate shocks. The stored egms showed noised on the rv lead. Noise was reproducible in clinic. The pace/sense portion of lead was capped in 2006 and replaced. The defib portion remains active.

Manufacturer narrative:
Na